Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was emitting tones due to a high out of range pacing impedance measurement of greater than 2000 ohms on the right atrial (ra) channel. The ra lead is a non-boston scientific product and troubleshooting is ongoing. The ICD remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
Despite multiple attempts, no additional details regarding this event were provided from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.